Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated in the 300s mg/dl. The customer treated elevated bg levels by administering a manual injection, and the issue resolved.